Event description:
Reporter alleged the customer obtained a discrepant blood glucose valve of 471 mg/dl back to back with a result of 104 mg/dl when testing was performed within 10 minutes on the advantage system. No actions were reported taken or treatment received. Reporter stated that at a different time another comparative test of 467 mg/dl was obtained on the same system within 10 mins of a result of 33 mg/dl on the paramedic's system. Reporter stated the customer was given food and juice for treatment which she consumed on her own. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.